Manufacturer narrative:
The reported event of the a-setscrew could not be loosened to remove the a-lead could not be confirmed by analysis. The a-setscrew/connector block portion of the header was damaged extensively during procedure such that there was nothing left of those components for analysis. No other anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for generator replacement. During the procedure, it was found that the atrial lead could not be released as the set screw in the pacemaker header was stripped and could not be removed by the hex wrench. The physician elected to break through the header with a surgical drill to release the lead. The patient was stable.